Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015, the patient stated their transmitter was out of range for an unspecified amount of time. Additionally, it was reported that ant displayed immediately. No additional event or patient information is available. Dates entered reflect time zone difference between united states and australia. The complaint device was not returned and data was not provided; therefore, the reported complaint of transmitter was out of range for an unspecified amount of time cannot be confirmed. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states under the transmitter product specifications that the transmitter has a limited warranty of 6 months. A definitive root cause cannot be determined for the reported event.